Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time, post filter deployment, it was alleged that the filter had perforated, detached and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and six months post deployment, computed tomography of abdomen showed the filter was tilted to the left. The apex of the filter contacted the left lateral wall of the inferior vena cava. There was a fracture of a filter strut with slight proximal migration. There was penetration of the anterior and right lateral filter strut. A right lateral filter strut closely approximated the descending right ureter. Impression given: fractured inferior vena cava filter with filter struts penetrating through the wall of the inferior vena cava. Therefore, the investigation is confirmed for perforation of inferior vena cava, filter limb detachment and filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2014).